Manufacturer narrative:
The user reported having a low glucose event on (B)(6) 2025 at 09:53 am where user's sg was 53 mg/dl and bg was 109 mg/dl. A review of the data management system (dms) data revealed that on (B)(6) 2025 at 9:33 am CT user's sg was 56 mg/dl, and bg was 109 mg/dl. A review of the alert history revealed that the user received multiple low glucose alerts around the reported time as the user's was below 80 mg/dl. The user didn't seek medical treatment or treat himself because he confirmed with his bg that he wasn't having a low glucose event. In an associated case ((B)(4)) of the user about sensor inaccuracy,review of the in-vivo data revealed transient optical instability in reference channels during the reported time of the low glucose alerts. This observed instability was most likely contributed to the sg/bg mismatch at the time of the event. A review of 2 weeks (april 09, 2025 - april 23, 2025) data post recovery was analyzed and the system started displaying better agreement between the sensor readings and fingerstick measurements and began to perform within expectations. B4. Date of this report 15 may 2025. G3. Date received by the manufacturer? 15 may 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Event description:
The user reported a low glucose event on (B)(6) 2025 at 9:53 am where user's sg was 53 mg/dl and bg 109 mg/dl. After dms review, we confirmed that on (B)(6) 2025 at 9:53 am where user's sg was 69 mg/dl and bg was not entered. Further dms review revealed that the bg provided was entered a few minutes before the hour of event provided, and the following information was confirmed on (B)(6) 2025 at 9:35 am where user's sg was 56 mg/dl and bg was 109 mg/dl. After dms review, we confirmed that the user received a low glucose alert at 9:48 am CT, when the sg was at 53 mg/dl. The user didn't seek for medical treatment. User didn't need to treat himself because he confirmed with his bg that he wasn't having a low glucose event. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.